Event description:
This event was reported as regurgitation. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed no apparent inconsistencies other than stent distortion which resulted in incomplete coaptation and may have been artifactual of the explant at implant. The mfg records for this device were carefully reviewed which revealed that the valve met all specifications and passed all inspections. The reason for the regurgitation post-implant was indeterminable. H6: 86 = x-ray analysis. 200 = possible stent distortion caused at implant by the surgeon - indeterminable.